Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen yesterday with no issues. However, due to being unable to increase beyond settings the patient returned to provider's office today. Clinician reported seeing electrode 1& 2 = 122ohms. Other pairs are in the 1800 ohm range. Patient is programmed 0-, 1-, 2-& 3 +. Patient reported no falls or trauma. Tech services discussed that it appears like an intermittent issue and also discussed possible extension/pocket adapter issue. Caller will reach out to clinician to discuss further.